Manufacturer narrative:
There was no product returned and there was no product problem identified. The device remains in-situ with no reported plans to remove or revise and treatment is ongoing. A definitive cause of the reported pain and stenosis cannot be determined but could be related to patient anatomical factors, patient post-op activities, and/or implant size selection. Label review: "...cervical artificial disc risks:... Failure to relieve symptoms including unresolved pain...development of spinal conditions, including but not limited to spinal stenosis, spondylolisthesis, or retrolisthesis..." "...patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months..." "...patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema..." "...preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available..." If additional information becomes available, a supplemental report will be filed.

Event description:
Via clinical study, it was reported that the patient was experiencing pain due to severe spinal stenosis at the index level of c6/7 with marked right and moderate left foraminal stenosis c6/7. This was found approximately 60 months after the index procedure and required treatment with narcotics. There is currently no plan to remove or revise the implant and treatment is ongoing. No additional information is available.